Event description:
The customer reported that the device inflated the lung but did not allow it to deflate, and no backup rate was observed. During device evaluation, it was confirmed that the device exhibited continuous flow when connected to an oxygen source, and the input manifold (timing valve) was found to be damaged. There was no patient involved and no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date, updated to the first day of the corresponding awareness date month. The suspected device was returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. No discrepancies related to the complaint were found during visual inspection. Customer complaint confirmed. Device exhibited continuous flow when connected to an oxygen source. Probable cause of customer complaint was a damaged input manifold (timing valve) due to an impact to the device. Device repair was not completed at the time of this investigation due to part supply shortages.